Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced hypoglycemia after announcing a ¿usual¿ dinner with baked chicken and spinach, with the announcement occurring late relative to eating, which led the algorithm to deliver correction and subsequent low blood glucose; the user had also received pneumonia vaccinations the prior day. Symptoms included lethargy and eye discomfort. Outcomes included a low blood glucose nadir of 42 mg/dl, approximately 1.5 hours outside the target range, and resolution with oral carbohydrates including honey, soda, and candy without medical intervention, ketone testing, or hospitalization. Investigation included complaint intake review, device usage review, and troubleshooting and education on timely meal announcements and carb-based entry. Investigation of this case revealed user-related timing of meal announcement contributing to insulin delivery mismatch and resultant hypoglycemia, with no device alarms reported. It was concluded, based on previously established findings for similar reports, that the cause was undetermined with user-related factors contributing. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.